Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: a piece of plastic broke off the cannula. Intervention: user replace with a new one to complete this procedure. Patient status: no clinical impact. The patient is fine.